Event description:
It was reported that the vns patient passed away. It was reported that the patient suffered respiratory failure due to status. The patient was last seen by the physician in 2008 and no further information was known. Attempts to obtain additional relevant information have been unsuccessful to date. The state vital records will not release a copy of the death certificate to device manufacturer.

Manufacturer narrative:
Analysis of programming/device diagnostic history performed.